Event description:
Information was received indicating that the pilot balloon to a smiths medical portex bivona flextend tts tracheostomy tube failed while attempting to inflate it. There were no reported adverse effects.